Event description:
The physician intended to use an endeavor resolute (rx) drug eluting stent during a procedure to treat a lesion in the lcx with 95% stenosis, severe tortuosity and ¿middle calcification¿. The device was prepped as per IFU with no issues or abnormalities noted prior to the procedure. During the procedure, the lesion was pre-dilated with 50% stenosis remaining after pre-dilatation. It was reported that the device could not cross the lesion and dislodged in the left coronary while attempting to withdraw the device. The physician tried to remove the stent with a 1.5mm x 15mm balloon but was unsuccessful. The stent is now distal of the ulnar artery. The physician will determine if stent removal surgery is required based on the patient's follow-up visit. The operator assessed that the event was due to the complicated disease condition of the patient. Current status of patient is reported as ok and no further clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The stent remained in the patient and therefore did not return for analysis. The distal tip was slightly flared. There were crimp impressions along the balloon working length. There was no evidence of damage to the catheter. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism). Patient¿s condition affected effectiveness of device (mid calcified lesion with 50% stenosis in a severely tortuous lcx). Evaluation conclusions: known inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (mid calcified lesion with 50% stenosis in a severely tortuous lcx). (B)(4).